Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. Concomitant medical products and therapy date: detail of product: item #: 0100401055, item name: revitan, proximal part, conical, uncemented, 55, taper 12/14, lot #: "unknow." The manufacturer did not receive x-rays, or other source documents for review. "He" manufacturer did not receive the device yet; however, it is indicated by complainant that it will be returned for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent to a revision surgery due to implant breakage.

Manufacturer narrative:
Additional information was received. Additional: if follow-up, what type. Correction: age or date of birth, date of report, concomitant medical products, date rec¿d by MFR, PMA/510k, device evaluated by MFR. The device has been returned and investigation is ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No event update.

Event description:
No event update.

Manufacturer narrative:
D11, concomitant devices: biolox delta, ceramic femoral head, m, 36/0, taper 12/14, ref# (B)(4). Lot#2698077 cerclage cable with crimp 1.8 mm dia. Cable 22 in. (559 mm) length, ref# 00223200118, lot# unknown revitan, proximal part, conical, uncemented, 55, taper 12/14, ref# (B)(4). Lot#2715675 device history records (DHR): the DHR check could not be performed as the lot number was not available. Trend analysis: no trend considering the following event is identified: fracture review of event description: it was reported that the patient was implanted with a revitan stem and was revised on (B)(6) 2018 due to implant breakage. Review of received data: 1.1 email communication from patient¿s wife from (B)(6) 2018 the concerned prosthesis was implanted on (B)(6) 2013 by dr hank. On (B)(6) 2018 the patient suddenly got a weird sensation of an electrical impulse moving on the outside of the left hip, down the thigh and crossed over the knee, stopping mid-way in the calf. This was followed by a 'gurgling' sensation and when he wanted to walk he couldn't. On (B)(6) 2018 the patient went to the hospital (see below: diagnostic radiological report, exam date (B)(6) 2018). On (B)(6) 2018 the patient had an appointment with dr hank, who informed the patient that the prosthesis had broken. It is mentioned that at no point the patient had a fall. Further, the patient went to see the specialist physician dr ranchod (see below: specialist physician report from (B)(6)2018). Dr hank declined to perform the revision surgery, but gave advice regarding the consultation of another orthopedic surgeon. Dr younus performed the revision on(B)(6) 2018. The rest of the email describes the events occurred after the revision of the revitan stem. 1.2 specialist physician report from (B)(6) 2018 the report describes the past medical and surgical history of the patient as well as the results of the examination performed. The given height and weight of the patient resulted in a bmi of 28.1 which can be classified as overweight according to the bmi scale (bmi 25 - 30). 1.2 specialist physician report from(B)(6)2018 the report describes the past medical and surgical history of the patient as well as the results of the examination performed. Apart from the weight and height of the patient, it does not contain additional information relevant to the investigation. The given height and weight of the patient resulted in a bmi of 28.1 which can be classified as overweight according to the bmi scale (bmi 25 - 30) . 1.3 tax invoice document from (B)(6)2018 a document which shows the tax invoice of the components that were presumably implanted on (B)(6)2018 was received. The following components are listed: 1 x 00-8775-036-02 biolox ceramic femoral head, 12/14 1 x 01.00401.055 revitan proximal spout 55 1 x 01.00405.218 revitan dist. Straight 18/200 3 x 00-2232-001-18 cable ready cable assembly 1.8 x 559 1 x 63.32.54 low profile cup, 32/54 mm 1.4 revision report from (B)(6) 2018. A handwritten medical report from (B)(6) 2018. Was received. The relevant information is taken over below exactly as it is in the original document. Where the handwritten text could not be deciphered the word illegible is used. (B)(6) 2018 66 yrs male illegible fell down at home illegible pain & illegible of the left hip unable to walk pain of grade iii. Past surgical history: illegible bilateral total hip replacement both hip illegible 3 operation on the left hip primary 1st thr ¿ (B)(6) 2004 by dr. (B)(6). 2nd operation ¿ first revision ¿ by dr.(B)(6), (B)(6) 2006 3rd operation (B)(6) 2013 by dr. (B)(6). Investigation: x-ray left hip: patient had a long stem, the prosthesis is broken at the junction of the body and neck of the stem on the left hip. (B)(6) 2018 operation: revision of total hip replacement left side procedure: a lateral harding approach was used. The hip joint was exposed. Then femoral acetabulum was found to be intact. The femoral stem was found to break at the proximal part of the body and distal stem. Then proximal body and distal stem was removed. Then arcos modular femoral revision stem was inserted. There was a deficiency of the cortex on the lateral side of the proximal femur. A femoral cortical allograft was applied and fix to the femur with control cables. The stem was locked with distal locking screw. Then femoral head was inserted and hip was reduced. Wash out. After the reduction, the position of the hip was check along with movement. There was no dislocation of the hip. A illegible drain was inserted and wound was closed. The remaining part of the document shows the further post-operative steps until the discharge from the hospital on (B)(6) 2018. On the last page of the report there are some affixed stickers of the components implanted. Compared to the intraoperative x-rays the stickers are incomplete. 1.5 diagnostic radiological reports diagnostic radiological report, exam date (B)(6) 2018 the report concerns the lumbar spine, pelvis and left hip. Regarding the left hip the following is stated: on the left side there is again normal inclination of the acetabular cup. There is the impression of a lucency at the bony prosthetic interval at the medial aspect of the proximal femoral stem and there is associated underlying bony remodeling possibly previous associated fracture. Cerclage wires overlying the proximal femur. In comparison to a previous x-ray available the pathology on the left side seems to have progressed somewhat with the lucency at the bony prosthetic interval appearing more extensive than previous. The bony pelvis is intact. Under the comment section the following is stated regarding the left hip: there is evidence of a previous femur fracture on the left. There is the impression of a lucency at the bony prosthetic interval at the left femoral prosthesis which seem to have increased somewhat compared to previous and further evaluations recommended. Diagnostic radiological report, exam date (b0(6) 2018 the report concerns the left hip and states the following: a total left-sided hip replacement is in position. There are cerclage wires extending around the femoral stem. The femoral stem is also affixed distally with a serrated screw. There is evidence of a comminuted fracture and there is a large cortical defect at the lateral mid and distal aspects of the stem. A total knee replacement is in position. Views were submitted for your further evaluation. Two additional left hip diagnostic radiological reports with an exam date of (B)(6) 2018 (left femur and right shoulder) and (B)(6) 2018 (left hip and femur) were received. Further, a report of an ultrasound of the right shoulder with an exam date of (B)(6) 2018 is at hand. These are not evaluated further as they refer to the clinical situation after the revision of the revitan stem. 1.6 prosthesis metal analysis report from (B)(6) 2018 the report shows that the analysis was performed at the gold and diamond center ¿ peak meadows (johannesburg) using a niton thermo scientific device. Four readings were performed on the inside and outside of the two stem parts. For each of the four readings, several elements with corresponding values are listed. A unit for the values is not given. According to the email communication this analysis was issued by the patient. 1.7 x-rays ap pelvis, ap and second view of left femur taken on (B)(6) 2018 the x-rays were received in pdf format and the quality of the images is insufficient for detailed evaluation. The ap view of the pelvis shows total hip prostheses implanted in the left and in the right hip . The distal end of the stems is not displayed in that view. Based on the radiopaque ring of the left side low profile cup its inclination was estimated to be approximately 58 degrees. A revitan stem and three cerclages are implanted on the left side. Both ap views exhibit the proximal part of the revitan stem slightly tipped medially. Radiolucency seems to be visible medially to the distal half of the proximal stem part as well as medially to the proximal half of the distal stem part. On the lateral side of the stem the x-rays are very dark. A small, narrow flake of bone is noticeable lateral to the proximal half of the proximal stem part. It seems that there is no bone on the lateral side below this area till approximately the height of the most distal cerclage. The ap view of the left femur shows a thicker cortical bone in the proximal two thirds of the distal stem part than in the distal third. Laterally, it seems that the proximal two cerclages might be in contact with the revitan stem. On the second view an irregular bone thickness can be observed both on the anterior and posterior side of the revitan stem. Anterior to the proximal stem part, there is a region without bone visible just above the first cerclage. It seems that the latter might be in contact with the proximal stem part in this region. Image intensifier intraoperative x-rays taken on (B)(6) 2018 and (B)(6) 2018 on the x-ray taken on (B)(6) 2018 it can be seen that the revitan stem is fractured and the proximal stem part is tipped medially. Lateral to the proximal stem part, just above the cerclage wire there is a flake of bone visible. On the lateral side the cerclage wire is around the stem and not the bone. The situation of the newly implanted arcos stem is shown on five more image intensifier intraoperative x-rays. It can be observed that lateral to the stem a bone fragment is placed. X-rays taken on (B)(6) 2018 the x-rays show the situation of the left hip, seven months after the revision of the revitan stem and are not further discussed in this report. 2. Devices analysis 2.1 visual examination the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 1 to 3 mm below the proximal end of the distal part. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surfaces show a fatigue fracture starting from the lateral side. The edge along the medial half of the fracture surfaces is polished. The medial half of the fracture surfaces is slightly darker, probably due to the presence of organic deposits. The distal fracture surface exhibits scratches and a polished area on the medial half. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal part of the revitan stem several scratches can be observed in its neck and anchoring region. These derived most probably from revision surgery. There are no signs of bone ongrowth on the anchoring surface of the proximal stem part. On the distal half of the anchoring surface shiny polished areas can be observed on the anteromedial and anterolateral side. On the medial edge of the medial nose as well as on the anterior and posterior side of the face surface of the proximal part marks can be seen. On the proximal fracture part of the connection pin there is a half circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a,) revealed smeared material, signs of fretting and possible fretting corrosion. Adjacent to the stripe joins the original surface followed by the blasted area. On the blasted surface of the pin a polished area can be noticed on the posterior side. Dried probably organic deposits can be observed around the connection pin in the gap between pin and stem body. On the distal half of the distal part of the revitan stem bone attachments are visible. Removal damage in the form of scratches, dents and drill marks can be recognized on the anchoring surface and proximal face surface of the stem . Marks can be seen on the medial end of the anterior and posterior nose as well as on the medial edge of the face surface. On the inside of the distal stem body a worn stripe is observed on the lateral side, most probably due to contact with the proximal fracture part of the connection pin after the fracture. The proximal region of the worn area is deformed and exhibits a crack as a result of the revision damage on the lateral face surface of the distal stem. Metallic smearing can be noticed on the articulation surface and on the bottom bevel of the head. This derived probably from the revision surgery. 2.2 scanning electron microscopy (sem) the proximal part of the revitan stem was investigated using a sem type jeol jsm-6610 equipped with an energy dispersive x-ray (edx) analysis system type oxford instruments inca. Due to sample size limitations only the proximal part of the revitan stem could be investigated. The fracture origin area was inspected using secondary electron image (sei) and backscatter electron topography (bet) modes. Under bet mode the fracture origin could be made visible. The sei investigation of the fracture surface, in the area close to the fracture origin, showed the typical fatigue structure and some deposits. The latter are most probably organic deposits. The area starting approximately from the middle of the fracture surface and towards the medial end of the fracture surface revealed a dimple structure which is typical for a forced fracture. Deposits probably of organic nature could also be observed in this region. 2.3 chemical composition the manufacturing papers of the proximal and distal part of the revitan stem were reviewed. The raw material certificates showed that the chemical composition of the two materials used, wrought titanium 6-aluminium 7-niobium alloy (protasul-100) and wrought cobaltchromium-molybdenum alloy high carbon (protasul-21) is according to the specification. Additionally, qualitative edx analyses were performed on the proximal stem part on the fracture surface of the connection pin as well as on the distal face surface of the stem body. The elements found correspond to the elements of the respective alloy used. 3. Review of product documentation - the compatibility check was performed and showed that the product combination, consisting of the revitan distal stem, the revitan proximal stem and the biolox head, was approved by zimmer biomet. 4. Conclusion the revitan stem was revised after 4 years and 5 months in vivo because of its fracture. The latter occurred due to fatigue in the non-blasted area of the connection pin some millimeters below the proximal end of the distal part. The fracture started on the lateral side of the pin. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a half circumferential stripe revealing a mixture of surface changes. It is unknown if these surface changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. A radiological report from (B)(6) 2018 states that there is the impression of a lucency at the bony prosthetic interval at the medial aspect of the proximal stem. According to the revision report, a deficiency of the cortex on the lateral side of the proximal femur was found and allograft bone was implanted. The ap x-rays at hand, taken just before revision surgery, seem to show radiolucency medially to the distal half of the proximal stem part as well as medially to the proximal half of the distal stem part. On the lateral side of the revitan stem the ap x-rays are very dark and only a small, narrow flake of bone is noticeable lateral to the proximal half of the proximal stem part. Below this area it seems that there is no bone till approximately the height of the most distal cerclage. On the second view x-ray, anterior to the proximal stem part there is a region without bone just above the first cerclage. Visual examination of the retrieved parts revealed that bone attachments could only be observed on the distal half of the distal part of the revitan stem. There were no bone attachments on the proximal half of the distal stem part and on the proximal stem part. This mirrors the situation seen on the x-rays at hand and the description in the radiological reports and revision report. Further, on the proximal part of the revitan stem several polished areas were observed distally on the anterolateral and anteromedial side. These could probably indicate loosening / movements between the part and the surroundings. Judging from the available x-rays it is possible that the polishing occurred due to repetitivecontact with the proximal cerclage wire. Based on the above described findings, the proximal bone support of the revitan stem just before revision surgery can be interpreted as insufficient. However, the complete x-ray follow-up is not at hand and therefore the bone situation immediately after implantation of the revitan stem and how it developed over time stays unknown. It is nevertheless mentioned in the radiological report from (B)(6) 2018 that in comparison to a previous x-ray available the pathology on the left side seems to have progressed somewhat with the lucency at the bony prosthetic interval appearing more extensive than previous. As this previous x-ray is not at hand and the taken date is not known it remains unknown for how long the lucency already progressed. It can only be hypothesized that the revitan stem did not have sufficient proximal bone support. This in combination with other factors, e.g. The surface changes observed on the connection pin and the patient¿s overweight may have contributed to the fracture. It is unknown to which extent each factor had an influence on the sequence of events and if there were other influencing factors. Marks can be seen on the anterior, posterior and medial side of the face surface of both proximal part and distal stem body. These phenomena as well as the polishing of the distal fracture surface of the connection pin derived from contact between the two parts after the fracture. The raw material certificates of the two materials used for manufacturing of the proximal and distal part of the revitan stem were reviewed and showed that the chemical composition is according to the specification. Additionally, a qualitative edx analyses was performed on the proximal stem part and the elements found correspond to the elements of the respective alloy used. From the information at hand, next to the revitan stem a low profile cup size 32/54 mm and a biolox ceramic femoral head, size 36 mm, were invoiced for the surgery performed on the (B)(6) 2018 . There is a mismatch between the articulation diameter of the head and cup and it stays unknown which components were finally implanted. Corrective and/or preventive actions have been initiated to prevent re-occurrence of potential pin breakages of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on (B)(6) 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer biomet's reference number of this file is (B)(4).